Event description:
The facility reported a pump with a condition of "channel a will not open". This event occurred during customer use; there was no patient involvement. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "channel a will not open" was confirmed during product evaluation. Inspection of the device revealed the condition was caused by a faulty keypad on channel a. To correct this condition, the pump head module keypad was replaced on channel a. This issue is currently being investigated.